Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The ¿second generation¿ instrument (subject device), part number 03.501.080, was returned to the manufacturer showing no or little marks on its moving parts which indicate a limited use of the device. No screws have been found to be loose or missing. No other damages are identified. The subject device was inspected for its functionality and an application test with three implants was performed. All three implants could be tensioned and cut as per the design intent. The trigger of the instrument for tensioning the implant did not always function freely and did not returned to its indented resting position. This has also an influence on the opening angle of the cam-clamp component of the instrument which must open far enough to receive the next or new implant for tensioning and/or cutting. It was found that the returned instrument had not been lubricated as per the instructions provided by the manufacturer. After the lubrication by the investigator of the instrument the function of the instrument was fully restored. The root cause of this functional issue is related to the not preformed lubrication of the device by the end user. No design related issues could be identified by product development. The product development investigation of the subject device concluded the complained condition is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) - no non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records has been requested.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the zipfix application tool did not pull the zipfix implant with sufficient force to come to a complete close. No further information was provided. No reported patient or procedure harm was noted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.